Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call bent cannula, no delivery alarm and high blood glucose levels. Customer's blood glucose level was 428 mg/dl. Customer treated themselves via bolus delivery through the insulin pump. Troubleshooting for no delivery was performed. Customer advised their cannula was bent when they removed it from their body. Customer was advised to return the set and infusion set for analysis but declined. Customer's mother advised 2 years ago the patient had a bent cannula as well. Customer experienced diabetic ketoacidosis, ketones, high blood glucose, a stomach virus and was hospitalized.